Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/20/2014 with the following findings: a review of the pump¿s black box history showed that the last bolus was delivered on (B)(6) 2014 and the last basal delivery was on (B)(6) 2014. On (B)(6) 2014 a 0.00 unit basal rate was set. On (B)(6) 2014 and unexplained loss of prime event occurred. On (B)(6) 2014 a replace battery alarm occurred. The alarm went unconfirmed which discharged the battery resulting in a power loss. Deliveries were never resumed. The basal and bolus deliveries added up correctly to the total daily dosage showing that the pump was delivering accurately until the last date used. During testing the pump passed a delivery accuracy test. Unrelated to the complaint, evaluation revealed that the display was discolored. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.